Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error as well as. Customer's blood glucose value was 107 mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw red cross on display. The customer stated that the insulin pump was dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage was found on the keypad assembly.